Manufacturer narrative:
(B)(4). Damaged jaws, empty. Evaluation summary: the er420 instrument (a) was returned with the jaws over twisted, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The er420 instrument (b) was returned with the jaws over twisted, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that prior to an unk procedure no clips came out of the device and the device could not be activated. No pt consequences were reported.